Event description:
It was reported that the patient was admitted to the hospital with sepsis and a blood infection. The pacemaker, right ventricular (rv) lead, and right atrial (ra) lead, were successfully explanted and replaced with a leadless pacemaker. Following the procedure, the patient was transferred to the intensive care unit (ICU) for infection management. The patient was in recovery.